Manufacturer narrative:
(B) (4). Cd images. Lack of info. Device not inspected prior to use. Deflated on 3rd attempt.

Event description:
A 3.5 mm diameter x 24 mm length driver rx coronary stent (MFR report# 2953200-2009-00782) and a 3.5 mm diameter x 12 mm length driver rx coronary stent (MFR report# 2953200-2009-00783) were inserted into a pt for the treatment of a mid right coronary. Vessel morphology was reported as normal stenosis. It was confirmed that the devices were not inspected prior to use. Following successful implantation of driver rx stents, the physician found it difficult to deflate the balloons. It was confirmed that the balloons successfully deflated on the third attempt. It was confirmed that the same inflation device was used to inflate a sprinter balloon in another vessel without any difficulty. Cd images were provided for review. Following review it was confirmed that a lesion in the distal and mid rca were successfully predilated, followed by successful deployment of stents in the distal, mid and proximal rca. The 12mm stent appears to have been delivered to the distal rca followed by the 24mm deployed in the rca. There are no images showing the deflation difficulties that were reported to have been experienced post deployment of the driver rx stents. Final angiographic images show that the deployed stents were successful in restoring the vessel lumen, at the sites where the lesions were evident prior to treatment. As the delivery systems were not returned for eval it is not possible to complete an effective eval. It is reported that the inflation device was used successfully with other devices during the procedure indicating that there were no issues with the inflation device.